Event description:
Tried to remove water from foley with a syringe. Unable to do so. Two more cc's of water were replaced in foley and were also unable to remove. Cut syringe lock end of catheter to remove water and none was returned. Pt was taken to x-ray for guided removal of foley.